Manufacturer narrative:
(B)(4). Instradent USA, inc., is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported the fracture of a dental implant 3 years after its installation.